Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: the cartridge was used to transect duodenum. It was reported that the duodenal stump bursted after 3 days and the pt was returned to the operating room to seal the stump.

Manufacturer narrative:
(B)(4).